Manufacturer narrative:
Key words "fire", "spark" and "smoke" present; MDR filed. There is no malfunction alleged. The injury allegation for service technician of cough with no medical intervention reported has a harms and severity score of 2; therefore, the injury alleged is not an FDA reportable event. No injury alleged for end user.

Event description:
The provider states the tech that was working on the chair on (B)(6) 2016 at 9:35am, alleged he lifted the arm rest and a cord shorted out and sparked causing a fire. The caller states the tech was able to remove the consumer from the chair and put out the fire with an extinguisher. The caller states the technician had to go to the emergency room for smoke inhalation treatment and is off of work for a couple days. Update from consumer affairs on (B)(6) 2016: provider states that there was no alleged malfunction to the chair and that it was an accident on their service techs part. The service tech was adjusting the leg rests for the end user and flipped up the arm while the wiring were behind it and crushed the wires pinching them causing a spark and smoke. The end user was not injured, there was no property damage, and the service tech was coughing from breathing the smoke and was taken to the ER as a precaution and released. It caused him to cough bad, but there was no other injury or medical intervention reported. Dealer states they are replacing parts on the chair and they are in the process of getting the end user a new chair since this one is over 5 years old. No further information provided and dealer is only returning parts as they said this was not a manufacturing issue but occurred from their tech crushing the wire.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, cable damaged. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of a pinch short in the bus cable of the pacm joystick was confirmed. The damage to the cable was consistent with a short circuit. The returned mpj and g-trac controller both functioned properly and were likely not functionally affected by the short circuit. Similarly, continuity in the returned motion concepts wire harness was good, also likely indicating that they were not functionally affected by the short circuit. Complaint was confirmed. The underlying cause is pinch short in the bus cable. Root cause is maintenance error.

Event description:
The provider states the tech that was working on the chair on (B)(6) 2016 at 9:35am, alleged he lifted the arm rest and a cord shorted out and sparked causing a fire. The caller states the tech was able to remove the consumer from the chair and put out the fire with an extinguisher. The caller states the technician had to go to the emergency room for smoke inhalation treatment and is off of work for a couple days. Update from consumer affairs on (B)(6) 2016: provider states that there was no alleged malfunction to the chair and that it was an accident on their service techs part. The service tech was adjusting the leg rests for the end user and flipped up the arm while the wiring were behind it and crushed the wires pinching them causing a spark and smoke. The end user was not injured, there was no property damage, and the service tech was coughing from breathing the smoke and was taken to the ER as a precaution and released. It caused him to cough bad, but there was no other injury or medical intervention reported. Dealer states they are replacing parts on the chair and they are in the process of getting the end user a new chair since this one is over 5 years old. No further information provided and dealer is only returning parts as they said this was not a manufacturing issue but occurred from their tech crushing the wire.